Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: minor paralysis (flattened nasolabial fold, asymmetry on smiling), motor function-left arm drift, motor function-right leg drift. It was reported that during the index procedure in the lica, after the stent was placed, and post dilation had taken place, the patient was not obeying commands appropriately and had difficulty moving her right extremities. The patient was diagnosed with cva. This was reported to result in prolonged hospitalization, and the patient was discharged in 2006 to a rehab facility/skilled nursing home.

Manufacturer narrative:
The rx accunet indicated in b5 adn d11, is being reported under manufacturer report number 3004742046-2006-00416.